Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was able to confirm the customer comment of a generated error through the error log and it did generate an error when attempting to interrogate and the programmer failed to interrogate. It was further noted that the link electronic module (lem) calibration item tests failed and the lem was therefore replaced and calibrated as well as the software being reloaded and updated. Concomitant medical products: product ID: 229047 software analyzer. (B)(4)

Event description:
It was reported that the programmer generated an error every time a device interrogation was attempted. Follow-up determined that the programmer had to be changed out. The programmer was returned for service. No patient complications have been reported as a result of this event.